Manufacturer narrative:
A ge service representative performed an on site investigation. The general purpose operating system (gpos) and the hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed a disk failure error message and would not boot up. There was no patient injury or death reported.